Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence, urge incontinence and urgency frequency. The trial began on (B)(6) 2025. It was reported that they had migration, lead moved or wire moved. The stated that they wires were all out. Troubleshooting was not performed and the cause was not known. The issue was not resolved and was still ongoing. They talked to patient that they said that the wires all out on their back. Adviced to check the programmer if it was connected but patient said it was not with them. They just said that for sure it was not connected. Adviced to have it check by the doctor. Advised to consult their clinician and also flagged their manufacturing representative (rep).

Manufacturer narrative:
Continuation of d10: product ID 306001. Implanted: (B)(6) 2025. Product type: screening device. Product ID 306001. Implanted: (B)(6) 2025. Product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.